Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with abnormal function of pace and sense portion of the right ventricular lead. The capture threshold and pacing impedance measurements were high. The physician decided to explant and replace the lead. The patient was stable before, during, and after the procedure.